Event description:
It was reported that the ilet bionic pancreas had a cracked and unresponsive touchscreen, rendering the screen nonfunctional and necessitating replacement; the user subsequently set up the replacement ilet with a dexcom g7 and continued therapy without impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the touchscreen with a stress-related problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.